Manufacturer narrative:
The insulin pump was received with no button response due to an unlocked j2/lcd keypad connector. They were unable to perform the displacement test due to the no button response. The insulin pump was received with a cracked reservoir tube lip and a minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that after a shower, the battery was low. Customer inserted a new battery but the buttons were not working. Customer's blood glucose was 153 mg/dl at the time of the incident. Customer was trying to press the light button and it would not turn on. Customer could not go to the main menu after changing the battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.